Event description:
Boston scientific received information that this left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing lead impedance measurement greater than 2,000 ohms along with pacing inhibition but did not result to asystole. Additional information indicated that the cause of observation was not determined. However, loss of capture (loc) was observed during lead testing on pacing system analyzer (psa) and there was no issue found in lead/header connection. The lv lead was surgically capped. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.